Manufacturer narrative:
Investigation summary: customer reported suspected instrument contamination resulted in abnormal antibiotic resistance in the prepared panels. Field service engineer (fse) was dispatched on site. Fse cleaned the instrument and accessories. Issue resolved. This is an unconfirmed failure of a bd product. The root cause is unknown. Device history record review for the instrument is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap abnormal antibiotic resistance occurred due to the device being contaminated. Decontamination of the device was performed. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ ap abnormal antibiotic resistance occurred due to the device being contaminated. Decontamination of the device was performed. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.